Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after an intracranial embolization procedure using a 5f sheath. Reportedly, during use of a prostyle device, the suture was stuck in the prostyle device. A second prostyle device was attempted but reportedly had an unspecified failure. The ultimate method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The difficult to remove is related to case circumstances and cannot be confirmed in a lab environment. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulties and subsequent treatment appears to be related to procedure circumstance. In this case, based on the return device analysis a posterior needle to cuff separation occurred. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.